Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device implanted. Through follow-up with the health-care provider, a copy of the operative report was received. Unfortunately, the cause of death remains unknown. Through additional follow-up, we received the date of death. No further details regarding the death were provided. It remains unknown if the devices were explanted. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. Implant duration was approximately 0.8 months. No further details regarding the patient's death or this device were provided.